Event description:
Healthcare professional reported that patient was injected in pre-jowl and mental region (jw5) with 1ml juvéderm® volux¿, 1ml juvéderm® voluma¿ with lidocaine and 1ml juvéderm® volift¿ with lidocaine in nasolabial and labiomental folds. Approximately two months later, patient experienced local pain with very apparent edema and redness, initially in the pre-jowl region on the right side. Patient was treated with prednisolone 20mg for 5 days. After 3 days, there was a worsening with the appearance of pus at the site with infection in chin. Patient was treated with ciprofloxacin 500mg twice a day for 14 days, and nimesulide. Three days after the injury ruptured, the patient reports that it looked like pus with blood. Two weeks later, patient experienced the same symptoms on the left side but no material drained when punctured. Patient was treated with prednisolone 40mg/d for 5 days and cephalexin for 4 days. Bacterioscopy and culture performed noting negative. Left side started to reduce, and the lesion on the right side started to inflame again. Patient resumed taking predsim 40mg/d for another 5 days, and applied verutex antibiotic cream. Two weeks later, patient left side became inflamed again. Patient was treated with nimesulide and verutex cream, and hot compresses. The lesion drained spontaneously the next day and got better. Approximately two weeks later, symptoms resolved with only hardened area. This is the same event and the same patient reported under MDR ID# 9617229-2023-01749 (allergan complaint #(B)(4), MDR ID# 3005113652-2023-00168 (allergan complaint #(B)(4). This MDR is being submitted for the suspect product, juvéderm® voluma¿ with lidocaine

Manufacturer narrative:
Health effect - impact codes: f15. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.